Event description:
It was reported that the patient presented remotely via merlin.net transmission. Premature battery depletion was noted on the patient's implantable cardioverter defibrillator (ICD). The device was explanted and replaced on 9/10/2018. Patient was stable post procedure.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.